Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a mildly calcified vessel. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for pre-dilatation. However, contrast media was found to be leaking and the balloon ruptured during initial inflation at 4 atmospheres for 3 seconds. The procedure was completed with another sterling balloon catheter and no patient complications were reported.